Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was placed inside an antimicrobial mesh pouch during the implant procedure. It was noted that the shock impedance measurements were between 120 to 125 ohms; however, when the ICD was removed from the pouch, the shock impedance measurements were 40 ohms. Boston scientific technical services (ts) was contacted and a consultant discussed that the pouch could be interfering with the shock lead impedance testing and causing the measurements to be elevated. The serial number for this device was not provided and was not able to be obtained. No adverse patient effects were reported. All indications were that the ICD was successfully implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.